Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineal and the procedure was done under local anesthesia. Imaging was reviewed and it showed a rectal wall invasion with 50% of the gel in the anterior rectal wall. The images also show the gel placed mid-gland towards the apex. There were no patient complication reported as a result of this event. The patient received external beam radiation therapy (ebrt).